Manufacturer narrative:
This is one of two device reports related to this event. This is one of two events related to the patient. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a heart attack, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.